Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received 02/20/2026: one wire fragment remains in situ as it is not retrievable. The patient was asymptomatic, the fragments were incidentally found on routine follow up chest x-rays.

Event description:
It was reported that the patient had a PICC line placed at the time of bronchoscopy under general anesthetic on (B)(6). They were subsequently transferred back to the local hospital completed that course of antibiotics. They had a follow up chest xray performed yesterday. The local team kindly transferred this over to us for our review last night and I reviewed it at lunch time today. On this chest x-ray there looks to be 2 separate pieces of the introducing wire of the PICC line present. These have must therefore broken off from the wire at the time of the PICC line placement. The 1st smaller piece is probably lodge peripherally in the right pulmonary artery, the larger piece is probably in the axillary vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of break in the stylet is confirmed and was determined to be related to use of the product. One 3cg stylet fragment was returned for evaluation. One photograph of a 3cg stylet was returned for evaluation. Two videos of what are assumed to be a stylet were also returned for evaluation. An initial visual observation of the returned stylet fragment showed blood residues inside the stylet. One end of the stylet fragment was bent. No other bends were observed along the returned fragment of the stylet. An initial visual observation of the photograph showed a distal end fragment of a stylet broken off from the remainder of the device. There was a slight bend to one end of the fragment. The xray videos appeared to show two segments of what was assumed to be a stylet within a patient body. The videos are also assumed to show the same patient. No additional damage was confirmed from the samples. A microscopic observation revealed the distal end of the stylet was present. The distal magnet was bend inside the coating of the device. The proximal break site was observed to have a magnet protruding out of the coating. The break surface of the stylet coating appeared to be curved in towards the magnet on one side of the break site, and the other side of the coating appeared to fold out from the magnet. The fracture surface of the small core wire of the stylet appeared to have a granular fracture surface. The fracture of the device appeared consistent with kinking and pulling the stylet until the device broke. Bending or kinking of the device may occur during insertion due to insertion angle, stylet advancement past the catheter tip, or other unknown clinical conditions. A review of the product IFU states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." This complaint will be recorded for future trending and monitoring purposes.